Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal tube (j-tube) (exact upn is unknown) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. This device was placed on (B)(6), 2007. According to the complainant, the nurse reported the j-tube is broken, when rinsing the water is squirting out of the tube. This device remains implanted. A new device will be placed in approximately 2-3 weeks. A specific date has not been set yet. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.